Manufacturer narrative:
Additional information : potential lot per the reporter: 18j07t033n the device was received for evaluation. During visual inspection, three cuts in the tubing were observed at the connection between line section 10 and the connector. Further inspection shows a trace amount of solvent used to glue the tube and connector. The presence of solvent lead to macerate the tubing. The reported condition was verified. The cause of the condition was due to manufacturing operator error. There are current prevention measures in place related to this failure which include a training refreshment to the team on the bonding application instructions to prevent similar cases. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo plus solution administration set was leaking from an unspecified location. The leak was observed during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.